Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) female pt, the device would not convert the pt's heart rhythm after two shocks set to deliver 200 joules. The clinicians obtained another device and were able to convert the pt to a normal sinus rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.